Manufacturer narrative:
Based upon the inquiry info received, the visual examination and the functional test, instrument a was cycled repeatedly and failed to lock out due to the knife collar being caught in the latch assembly, preventing the instrument to lockout. Instrument b was cycled repeatedly and failed to arm, the knife collar was measured and found to be bent, which can cause the failure to arm. Instrument c was cycled repeatedly and functioned as intended. The incident could not be duplicated. No conclusion could be reached as to how the knife collar became caught in the latch assembly on instrument a, and how the knife collar was bent on instrument b. A,b,c each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the surgeon experienced problems with the safety shield retraction. There was no pt consequence. A new device was used to complete the case.